Manufacturer narrative:
Qc is run daily and was in range prior to event. A system check was run after the initial high results at 12:35 pm and passed all parameters. There were no event log messages associated with this event. A field service engineer (fse) was dispatched, but the service info is not available. A clear root cause for this event has not been determined to date. A malfunction will be assumed for the purpose of this report.

Event description:
A customer contacted beckman coulter inc. (Bci), regarding erroneously elevated accu tni results generated by the unicel dxi 800 access immunoassay system for one pt. Customer tested a pt sample for accutni and obtained a result of 2.01 ng/ml. Upon re-centrifuge and repeat, this sample gave a result of 0.83 ng/ml and when tested on a different instrument, it gave a result of 0.40 ng/ml. A system check was performed on this instrument after which, this sample was re-tested and gave a result of 4.12 ng/ml. Another sample obtained from this pt gave a result of 0.85 ng/ml and upon re-centrifuge and repeat, it gave a result of 0.21 ng/ml. The erroneous results were reported outside of the lab. There was no affect to pt treatment or any injury that bci has been made aware of.